Manufacturer narrative:
Continuation of d11: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019,explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019,explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019,explanted: product type lead product ID 977a260 lot# serial# (B)(6),implanted: (B)(6) 2019, explanted: product type lead product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2019,explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient fall caused high impedance on four electrodes, impedance test pre-opt showed 2,3,6 at 40k ohms. Hcp was revising lead on the day of the report and when the lead was put on the wens only electrode 2 showed 40k ohms, and when lead was connected only electrode 2 showed greater than 40k as well. Technical services reviewed with caller the open for electrodes 2,3,6 was likely due to lead pulling out of position within the header block, now that it's reconnected all impedance is good except electrode 2. Hcp decided to replace the lead anyway.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neuros timulator (ins). It was reported that the rep ran an impedance check and found high impedances. The patient reported that they fell a couple of weeks ago. The rep reprogrammed the patient. It was unknown whether the reprogramming resolved the issue, but the rep would follow up for more information. No symptoms were reported. Additional information was received from the rep. It was reported that there were 3 or 4 electrodes that were over 40k ohms and the rep reprogrammed around them. Rep stated it was very possible the high impedances were caused by patient fall. Issues resolved for time being.

Event description:
Additional information was received from the rep and it was reported that both leads were replaced. Per facility protocol they were sent to pathology and they will not be returned.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.